Event description:
The customer reported that the system froze (locked up). There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as further repair information is unavailable at this time.